Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: brand name: linear 3-6; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient felt a burning sensation rather than the expected tingling sensation from the stimulation over the past several months. Reprogramming was attempted several times and resolved the burning sensation, however it would return over time. The physician suspected the cause to be lead migration and the depth of the leads. However imaging was performed, and migration was not confirmed. It was also stated that the patient is a fiddler and would readjust stimulation to the point of feeling discomfort as opposed to adequate stimulation. The patient underwent a revision procedure in which the leads were repositioned, stimulation wqas regained and is doing well post operatively. The device will not be returned for analysis as it remains implanted.